Event description:
Patient presented to the physician with exposed lead body at the ipg incision site. Physician prescribed antibiotics and brought the patient into the or 10 days later. Physician tucked the lead into place and applied stitches to the area.